Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch # m91w2l. The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed four conforming clips and three malformed clips as the clips snapped towards the tissue stop. During analysis, the clips were properly fed and did not fell from the jaws. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the clip of the el5ml was not fed into the jaws properly and fell off. No clips fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.